Manufacturer narrative:
Product ID: 3093-28, lot# va020sv, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A physician via a manufacturer representative reported that a patient lost therapy about 1 to 1.5 years prior to (B)(6) 2015. It was unknown if the change in therapy was sudden or gradual. There was an impedance issues and impedances were noted to be 4000 ohms on all combinations. A replacement occurred and when opening the pocket, the physician noted that the lead was completely broken and disconnected from the implantable neurostimulator (ins). The physician could "see blue" inside the header block and was unable to find/"fish" for the distal end of the lead, so it was left implanted. A new lead and ins were implanted on the opposite side of the body. There were no allegations of system use issues and it was unknown if the patient had recovered completely. No potential event cause was reported regarding this event. It was reported that the product would be returned to obtain analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿